Manufacturer narrative:
(B)(4): the customer reported during the battery test, the device shuts itself off. There was no reported pt involvement. The customer isolated the issue to a defective battery. The customer replaced the battery, which resolved the issue. The defective battery was scrapped and not available for eval at philips. The device is now working fine and placed back into service. We will consider this a malfunction of the battery where the device shutdown.

Event description:
The customer reported during the battery test, the device shuts itself off. There was no reported pt involvement.